Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic bioprosthetic valve the required valve in valve intervention after an implant duration of 10 years after having developed worsening ai in the past several years. The patient was implanted with a 29mm transcatheter valve within the existing valve. The patient was noted as stable. There were no reported complications.